Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device trigger was blocked, jammed and moved heavily was confirmed. A review of the device history was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use and servicing. It was further determined that the issue with the cracked oscillation head and coupling tool side being out of specification was due to a design issue and had been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device trigger was blocked, moved heavily, was jammed. It was further determined that the coupling tool side was out of specification, the oscillation head had a crack and the trigger had a problem. It was further determined that the device failed pretest for general condition, check saw blade coupling, and trigger test. It was noted in the service order that the device could not be used because the lock was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.